Event description:
It was reported that during an ovarian carcinoma open procedure the instrument got hot, so ptc pad peeled off. No further information is available. No patient consequences reported. One device will be returning.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.